Event description:
It was reported by the patient that the device acted up so the patient presented to the emergency room (ER). It was also reported by the patient that they had their device or leads replaced because they were "bad". Follow up attempts were unsuccessful in finding out what the malfunction of the device or leads was. The device or leads have been replaced per the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.